Event description:
Pt had right radial angiography. Admitted 3 weeks later with cellulitis of area. Had been seen in ER 2 days before and started on kelfex 500mg p.0. Qid. No results, pt did not require surgery. It was noted after 4 pts total developed this reaction; the possible source/cause was the catheter.